Event description:
It was reported that during an unknown procedure, there were malformed clips-scissored. Clips spit out of the open applier. One out of three correctly closed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.